Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in a moderately tortuous and moderately calcified vessel below the knee. A 3mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. However, during initial inflation at 14 atmospheres, the balloon ruptured. The device was completely removed and the procedure was completed with a different device. No patient complications were reported.